Manufacturer narrative:
Additional information: d9 - (device return date added). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - corroded tube. A root cause could not be identified. Based on the results of the investigation, it is likely that the circuit board problem was caused by the electrical /electronic property problem and the corrosion of the tube occurred due to degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the insufflation unit's circuit board needed replacement. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.